Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Pt is reporting buzzing around the implant when recharging the ins and started about two weeks ago. Rep had mentioned to turn therapy off while recharging which stopped the buzzing. Changing groups also reduced the buzzing sensation but did not resolve it. Pt is not reporting any visible damage to rtm. There has been no change to the therapy effect. Pt still reporting 50% relief of pain when pt got 85-90% relief with trial. Ts reviewed to consider the following: add a layer or two of material between skin and rtm, lower the recharging speed. Consider meeting with pt and try another rtm and possible x-ray to check ins pocket and lead positions. Reviewed possibility to replace the rtm as an option if needed.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause has not been determined. The charging speed was reduced, no change in sensation. Changing groups did not resolve the sensation. Imaging was taken to rule out migration¿imaging confirmed there was no lead migration. Turning off stimulation while recharging did resolve the sensation. Patient will be requesting a new patient handset and or recharging paddle through patient services. See pe 706585998 for controller replacement

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.